Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a severely tortuous and severely calcified distal right coronary artery (rca). The 1.5 x 8mm apex push monorail balloon catheter was did not cross the lesion during the first attempt. Then a 5fr non-bsc guide catheter was used with this device, and it crossed the lesion. The balloon was then inflated and ruptured below nominal pressure. The procedure was completed with a different device. No patient complications occurred. The patient status was good.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).